Manufacturer narrative:
Field b7 has been updated. It was found that the patient involved is diagnosed with copd and chf. Per product labeling, "if peripheral circulation is impaired, collection of capillary blood from the approved sample sites is not advised as the results might not be a true reflection of the physiological blood glucose level. This may apply in the following circumstances: severe dehydration as a result of diabetic ketoacidosis or due to hyperglycemic hyperosmolar non-ketotic syndrome, hypotension, shock, decompensated heart failure nyha class IV, or peripheral arterial occlusive disease." Five test strips were provided for investigation where they were tested using glycolyzed blood. Testing results (reference lot average = 102.68): strip 1: 105, strip 2: 105, strip 3: 107, strip 4: 109, strip 5: 111. All testing with the returned strips produced acceptable results and no strip defects were observed. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance with no obvious reagent discoloration. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The strips were requested for investigation. Replacement product was sent.

Event description:
There was an allegation of questionable results from accuchek inform ii meter, serial number (B)(6), compared to a laboratory result using an unknown method. At 8:01 a.m., the meter result was >600 mg/dl. At 8:14 a.m., the laboratory result was 201 mg/dl. No medication or treatment changes were made based on the meter result.